Event description:
It was reported the patient had not charged their battery in over a year because they felt like they did not need to use the device after back surgery. They presented in the office to have the battery checked and planned on getting a new one. The patient stated that a physician mode recharge (pmr) had been performed however this was not confirmed. The patient alleged the battery had prematurely depleted and as a result was having pain in their legs and back. The patient was scheduled to have their battery replaced on (B)(6) 2015. No outcome was provided however additional information has been requested and if received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the replacement surgery took place on (B)(6) 2015. The battery was replaced because it was o ver-discharged and could not be recovered. It was unknown if the device was in cycling or continuous mode because it was not in working order. Prior to the replacement the patient was feeling stimulation in the desired areas. After the replacement they were also feeling stimulation in the desired areas.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).